Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not returned for product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
(B)(6) clinical study. It was reported that following a stenting treatment procedure, the patient died. The patient presented with an acute st elevation mi and a staged index procedure was planned. In (B)(6) 2009, two non bsc stents (2.5x24mm 2.5x30mm) were placed in the the right coronary artery. The patient was started on aspirin at discharge. In (B)(6) 2010, the patient returned and a 2.25x16mm taxus express stent was placed in the distal circumflex artery. The patient was discharged the next day on clopidogrel. The site reported that during the 15 month follow up call to the patient, it was discovered that the patient died in (B)(6) 2010 at an outside hospital. The patient's spouse witnessed the patient go down and initiated CPR. The patient was taken to the hospital by ambulance, a code was called and the patient was pronounced dead. No autopsy was performed. The cause of death was listed as cardiac arrest. Per the physician, the event was listed as "possibly related" to the study stent.